Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument to be returned for failure analysis testing.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer was unable to open the force bipolar jaws when the instrument was grasping tissue. The customer attempted to use an instrument release kit but without success. The technical service engineer (tse) had the customer emergency stop the surgeon side console (ssc) then try using an instrument release kit again, the customer was able to open the jaws. The procedure was completed with no reported injury.